Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) revealed that the filter was tilted to the left with its proximal cone lying on the inferior vena cava (ivc) wall possibly embedded in it. Some of the filter struts had perforated through the ivc wall into the pericaval mesenteric fat. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) revealed that the filter was tilted to the left with its proximal cone lying on the inferior vena cava (ivc) wall possibly embedded in it. Some of the filter struts had perforated through the ivc wall into the pericaval mesenteric fat. No further patient complications were reported in relation to this event.